Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
It was reported that an alert/notification settings issue occurred. According to the patient, on (B)(6) 2025 the patient¿s receiver did not alert her for hypoglycemia. Around 7:00 am the patient was feeling lethargic and stayed in bed. She was conscious but was unaware of what was happening around her and she was weak. Her girlfriend called her in the afternoon, and she sensed that something was off, so she called the patient¿s family who were just a few meters from where she lived. The patient¿s son and daughter-in-law tried to call her, but she was not able to respond and answer. It was her son who called the ambulance for her to be admitted to the hospital. She was conscious when they found her but a little bit disoriented. When the ambulance arrived, the bg reading was 50 mg/dl. She was treated with glucose tabs and taken to the hospital. There the patient was treated with intravenous (IV) glucose. The patient stayed at the hospital emergency room from 5:30 pm until 1:30 am on (B)(6). When she was discharged, she was already feeling okay and her blood glucose was around 240 mg/dl. At the time of the report the patient was well and okay. No other details were documented. No product or data was provided for investigation. The allegation and probable cause could not be determined. No additional patient or event information was available.